Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a bypass of gastroenterostomy a rattling sound was heard and the knife did not reach to the distal end of the jaws. After releasing the jaws normally, new one was opened to continue. Upon all five fires, each sulu was difficult to detach from the adapter. Last patient's status: good. Operating time not extended. No additional tissue resection or tissue damage. Nothing fell into the cavity. No bleeding.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one reload opened by the account. This evaluation was based on a medical and medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual inspection of the cartridge revealed that the reload was partially fired to the 1 cm cut line. The anvil clamping mechanism was deformed. The reload was loaded into a post market vigilance instrument and tested satisfactorily. Replication of the deformed anvil clamping mechanism may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The file will be closed as a misuse of the product for the reported condition of partial firing. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.